Event description:
When tank was opened for use, pt complained of the oxygen having a funny smell. The room where pt was, was filled with a foul smell. Pts son quickly sealed the oxygen tank and called the distributing co, which refills the tanks. Co replaced oxygen tank. No injury reported.